Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. Patient's mother described the reaction as a red ring on the skin. On (B)(6) 2016, the patient was prescribed a steroid ointment for the issue. The affected area was treated with the prescribed steroid ointment as well as over-the-counter flonase. Additionally, patient's mother reported that the patient has a history of skin reactions to adhesive material and that reactions to the dexcom generally include itching and redness and are in the shape of the transmitter. Patient's mother has tried skintac, flonase and various other brands of skin barriers. Patient's mother was given heat-staked sensors to try and it was stated that the patient experienced no reactions with these sensors. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.